Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to detect the electrode belt ECG electrodes. The failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The patient is scheduled to be fit with an ICD and ended use.

Event description:
A (B)(6) male patient returned a monitor for an unrelated event. Upon service investigation, the monitor failed incoming testing. The patient is scheduled to be fit with an ICD and ended use.